Event description:
It was reported that customer experienced continuous glucose monitor error and needed assistance to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset procedure, confirmed error did not reappear after reset, and successfully started sensor session, with no additional actions reported.